Event description:
Caller alleged imprecision results with inratio. Results as follows: first test inr= 0.8; second test inr= 2.8.

Manufacturer narrative:
First test inr= 0.8; second test inr= 2.8, mean= 1.8; sd-=1.4; %cv=78%. The % cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. The tests were done > 3 hours. Per the results was considered invalid.